Manufacturer narrative:
On (B)(6) 2020, it was noticed that the report submission due date field was erroneously left blank on the previously submitted report. The due date of the previously submitted report is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 7/1/2020, mentor became aware the following was erroneously omitted from the previously submitted report: section a3. Sex: should have been marked female. Relevant section has been updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) , 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear within the siltex cracking was noted measuring approximately 1.5 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stress. It is possible the siltex cracking/rupture was caused by the stress occasioned to the shell by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and capsular contracture complaint information are consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral ruptures, bilateral capsular contracture, baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel breast implant 450 cc and experienced bilateral ruptures and bilateral capsular contracture, baker grade unknown post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This report is for the right side device.